Manufacturer narrative:
An event of aortic stenosis and regurgitation was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2014, a 21mm trifecta valve was implanted. On (B)(6) 2019, the physician called to inform the sponsor that severe aortic stenosis and regurgitation were observed and surgical repair was performed. No additional information has been provided.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2014, a 21mm trifecta valve was implanted. On (B)(6) 2019, the physician called to inform the sponsor that severe aortic stenosis and regurgitation were observed and surgical repair was performed. Additional information has been requested.